Manufacturer narrative:
(B)(4). Customer complaint notes, stated has received battery out limit alarms. Pump monitored for several days. Unit received with all operating currents within spec and passed error test and displacement test. No unexpected battery power loss alarm anomalies noted. Pump history download using thds was successful. However, alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Alarms are due to the pump not having power for a long period of time. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had error battery limit and customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for further analysis.